Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out due to eri, high out of range hv lead impedance was observed when the lead was connected to the new device. Lead was capped and replaced on (B)(6) 2016. The patient's condition was stable.